Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the ipp would no longer inflate. The bulb stayed depressed when pumped, indicating there was no fluid left in the system. Upon explant, no leak/break was seen, however it was reported no time was spent looking for the problem.

Manufacturer narrative:
This follow-up MDR is created to document the implant date and conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.